Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A nurse stated that the product # 3539700 padgett model s slimline electric dermatome was cutting too deep when taking a skin graft. Also, there was variability in the depth of the graft from the dermatome device. The age and date of the procedure were not available. The nurse stated there was "no patient injury" and the graft did not require any sutures, a need to repeat the procedure, additional intervention, or added any additional time to the procedure.